Event description:
Implant failed to part migrates.

Event description:
The initial report did not have the correct event type documented, thecorrect event type, injury, is provided in this follow up report.

Manufacturer narrative:
The initial report did not have the correct event type documented, thecorrect event type, injury, is provided in this follow up report.